Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient samples that resulted negative when using the simplexa covid-19 direct assay. Customer stated the sample was previously tested on 3 separate occasions using competitor assays prior to the simplexa assay and resulted as follows: - (B)(6) 2020: negative with seegene. - (B)(6) 2020: negative with seegene. - (B)(6) 2020: positive with genexpert. Run analysis of the simplexa results from (B)(6) 2020 showed no detection for either target, but upon repeat on (B)(6) 2020 showed detection of only the orf1ab target (CT = 33.7). The patient sample was tested on the competitor genexpert on (B)(6) 2020 and resulted positive for the e gene (CT = 34) and n2 gene (CT = 38.3). It is noted that the seegene targets (n gene, rdrp), genexpert targets (e gene, n2 gene), are different than the simplexa targets (s gene, orf1ab). The limits of detections of the competitor assays (100 copies/ml) is much lower than the simplexa assay (500 copies/ml). In addition, the competitor assays use extraction of the sample while the simplexa assay does not. No device or patient sample was returned for investigation. Based on the later CT values from the repeat simplexa assay and the genexpert results, factoring in the different samples (extracted vs not extracted), it is likely this sample was at the limit of detection of the simplexa assay. Batch record review showed the critical component, reaction mix mol4151, lot# x8194n, met all qc release criteria prior to kit release. Mol4151, lot# x8194n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.4 (s gene) and 28.3 (orf1ab) and the internal control avg CT = 32.5. No malfunctions occurred during qc release testing. Retain testing is no longer possible since the kit lot x8193n expired on 10/31/2020, but based on the information provided, the alleged false negative samples were most likely beyond the limit of detection of the simplexa assay in comparison to the competitor assays. No other false negative results occurred on the other patient samples that were correctly interpreted by the simplexa assay. The issue could not be confirmed. This is the 2nd complaint on mol4150 ,lot# x8193n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient samples that resulted negative when using the simplexa covid-19 direct assay. The sample previously tested positive on a competitor assay (cepheid genexpert) and negative on another competitor assay (seegene). The sample was repeated on the simplexa assay and was detected for one gene orf1ab. The customer confirmed the alleged false negative result was not reported to a diagnosing physician due to the discrepancy with the genexpert assay and no alleged harm occurred. The patient is a (B)(6) male. Patient sample was nasopharyngeal swab collected with noblebio utm. Other than the patient sample ID, age, and gender, other patient information was not provided.